Event description:
Caller reported a malfunction on pump with a malfunction code displayed as malf 6. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, and the malfunction did not recur after the reset. Customer was advised to continue using pump and to call back if any malfunction code recurs; the caller acknowledged this instruction.